Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4. A triclip xtw was inserted and advanced to the tricuspid valve. However, the clip became caught on the septal leaflet and chordae. Troubleshooting was performed, and the clip was successfully removed from the septal leaflet and chordae. However, a popped chord and flailed septal leaflet was observed. The clip was removed from the patient. No additional clips were implanted, and the tr increased to 5. While outside the patient, segments of the chordae were observed on the clip. There was no clinically significant delay in the procedure

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult to remove associated with clip became caught on the septal leaflet and chordae. The reported patient effect of unspecified tissue injury appears to be due to the clip being caught on the anatomy. The worsening tr appears to be related to the tissue injury. Tissue injury and tr are listed in the instructions for use as known possible complications associated with the triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention/treatment was provided. There is no indication of a product issue with respect to manufacture, design or labeling.